Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Continued monitoring was recommended. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.